Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that all of a sudden on saturday ((B)(6) 2024) they started to feel an electrical sensation inside of their vagina that went to the back of their anus. They said that the sensation hadn't stopped and was starting to hurt at this point. They said that they were 100% with out a doubt sure that it was the implant causing the issue because patient was feeling the same electrical sensation that they felt when they implant was programmed right after the implant surgery. The circumstances that led to the reported issue were asked but unknown. They hadn't had any significant falls recently and haven't been to the hospital for falling lately. They tried to connect with and without the antenna and was seeing the poor communication screen. They said that they tried new batteries in the patient programmer. The issue was not resolved through troubleshooting. A replacement programmer was sent, but the patient was told that if the new programmer didn't resolve the poor communication issue, then the device was need to be checked by their healthcare provider (hcp). They didn't currently have an hcp. On (B)(6) 2024 the patient called back because they received their new programmer and wanted assistance trying to connect to ins. Walked patient through trying to connect with and without antenna attachment. Patient continued seeing poor communication screen. Reviewed possible eos information again and redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.